Event description:
The customer reported a leak at the pumping segment that gets threaded into the pump 12 hours after it was hung.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a set leaking at the pumping segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment measuring 0.015 inches long. Visual examination under magnification observed no crush marks to the upper blue fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the pumping segment that gets threaded into the pump. There is no report of patient harm.